Event description:
A 2.8 inr with protime system vs. A 4.1 inr with unspecified lab system. Pt therapeutic inr range: 3.0 - 4.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.